Event description:
The customer reported retic ls offset system errors on the coulter lh 750 hematology analyzer. Beckman coulter customer technical support (cts) advised the customer to wear proper personal protective equipment (ppe) prior to troubleshooting. The customer was wearing gloves and a laboratory coat and performed a flowcell flushing procedure, but the issue remained. A beckman coulter field service engineer (fse) assessed the instrument on site and observed approximately ten (10) milliliters of fluid underneath the instrument. The fse noted the issue was the sample line connecting to the flowcell. The tubing had come off the flowcell and had a small tear in the tubing sleeve which caused the fluid leak. The fse replaced the sample line from the differential mix chamber to the t fitting and from the t fitting to the flow cell, and verified the ls offset and vcd optimization. Service activity performed was verified to meet the specified requirements per established procedures. The fse was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat during service. There was no injury or adverse effect associated with this event. Patient results were not impacted, and there was no patient consequence. The laboratory has an exposure control/risk management plan in place. The instrument was returned to normal operation.

Manufacturer narrative:
(B)(4).